Event description:
Information received by medtronic indicated that the customer receiving a power loss alarm. Customer was able to clear alarm. Alarm didn¿t recur after inserting a new battery or recurring alarms were not identified in alarm history. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued the use of the in pump, and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the displacement test, active current test and sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 73 12/03/2023 11:30:00.000 and fault 104 12/03/2023 01:59:00.000 were found in the history files or traces. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case-corner of belt clip rails and cracked case (battery tube). Unexpected battery power loss was not confirmed. No current code/category not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.